Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. At 31cm from strain relief, the hypotube was kinked. There was contrast and blood present in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 8mm from the tip of the device, the balloon had a 14mm longitudinal tear.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal to mid segment of right coronary artery. After a 6f non-bsc guide catheter was in place and a non-bsc guidewire crossed the lesion, a 3.50mm x 12mm maverick balloon catheter was advanced for pre-dilation. However, during inflation, the balloon ruptured. The procedure was completed using a different balloon and a stent was deployed following post dilation. There were no patient complications reported and the patient condition was stable.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal to mid segment of right coronary artery. After a 6f non-bsc guide catheter was in place and a non-bsc guidewire crossed the lesion, a 3.50mm x 12mm maverick balloon catheter was advanced for pre-dilation. However, during inflation, the balloon ruptured. The procedure was completed using a different balloon and a stent was deployed following post dilation. There were no patient complications reported and the patient condition was stable.